Event description:
Initial issue with steris harmony integrated or system was expressed. The bovie machine was creating interference with our in light camera feed during open cases causing the monitoring to fail. This issue is currently not resolved by steris. It was reported several months later that steris monitors began flickering in the midst of a laparoscopic case. All monitors then ceased to show and image while the surgeon was in the patients abdominal cavity, unable to resolve issue and old stand-alone brought in to complete the case. The monitors kept blacking out during a laparoscopic surgery, again was unable to resolve the monitor issue. During laparoscopic cases the visual on monitor (non-hd) from the endoscope is observed; however, the integrity of the video on the steris harmony surgical system hd integrated monitors is compromised.